Event description:
It was reported that bd alaris pump module smartsite infusion set was missing a label with the expiration date. The following the information was provided by the initial reporter with the verbatim: item#: 212255. Cat#2426-0500. Quantity: 1 ea. Comments: 1 ea. Of lawson item 212255 did not have expiration date.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that bd alaris pump module smartsite infusion set was missing a label with the expiration date. The following the information was provided by the initial reporter with the verbatim: item#: 212255 cat#2426-0500 quantity: 1 ea comments: 1 ea. Of lawson item 212255 did not have expiration date.

Manufacturer narrative:
Investigation summary a complaint of label missing the expiration date was received from the customer. No product or photo was returned by the customer. The customer complaint of documentation error could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot was invalid. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.